Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 created so much smoke in tunnel it made visualization difficult and slowed down case significantly. The case was completed using the same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25139507, and 25140356; the last 2 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 created so much smoke in tunnel it made visualization difficult and slowed down case significantly. The case was completed using the same device. The hospital did not report any patient effects.